Manufacturer narrative:
The instruments in the pack subject of the event were reprocessed prior to use. No procedure delays were reported. A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. The technician found no issues with the function or operation of the sterilizer and was unable to duplicate the reported event. The sterilizer was returned to service. The employee subject of the event was not wearing proper ppe, specifically gloves, while handling the instrument pack as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." Steris offered in-service training on the proper use and operation of the sterilizer and the importance of wearing proper ppe however, the user facility declined.

Event description:
The user facility reported that following a completed sterilization cycle, an employee handled an instrument pack and felt a burning sensation on their hands. The employee sought and received medical treatment.